Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. Pending!! The comp rep evaluated the pump and could not zero disposable transducer. Disconnected it from the main trunk cable and found signs of moisture. Re-connected. After this was able to zero and create waveform. Tested with simulator and trainer. Performed functional and safety tests to factory specifications. Unit was returned to the customer. A supplemental medwatch report will be submitted if add'l info becomes available. (B)(4).

Event description:
The customer reported that while in use on a pt, the device lost pressure waveform and was unable to time. The unit was replaced with another iabp and therapy was continued. No pt injury was reported.